Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for a thoracic (arch + descending) aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system (ctag-acs). The proximal end was placed in zone 2 and a debranching technique was performed as well. During the procedure, the physician attempted to place the distal end at a bent point of the descending aorta; however, he could hardly see the vessel shape and the distal end was placed slightly distal the bent point. This resulted in bird-beak configuration. On (B)(6) 2022, the patient underwent an endovascular treatment for an abdominal aortic aneurysm, and during the same procedure, an additional ctag-ac was implanted distal the previously placed devices to fix the bird-beak configuration. The patient tolerated the procedure. The reporting physician commented as follows: device positioning was difficult because the shape of aorta was changed by a guidewire or a catheter.